Event description:
It was reported that a temperature alarm occurred and subsequently, a malfunction alarm occurred. Customer's blood glucose was 186 mg/dl. The customer reverted to an alternate pump for insulin therapy.